Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported a broken sensor wire: "this is not directly related to the representative but to dexcom g6 in general. While I do not use this product all the time, I have so many issues with it from losing readings to the wire cracking off in my skin and having to pull it out (which is what happened today to cause the failure). It is unreliable and I'm not overly comfortable with using this product seeing how I've had at least two crack off."